Manufacturer narrative:
This investigation is ongoing, upon further information this investigation will be updated.

Event description:
Boston scientific received information that this patient was admitted to the clinic due to ventricular fibrillation arrhythmia which was treated with multiple anti tachycardia therapies. During the implantable cardioverter defibrillator (ICD) check the device had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains implanted. No adverse patient effects were reported. This device remains implanted. No adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a product performance anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
.

Event description:
Additional information noted that this device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
No further information regarding the device return was provided.